Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated that the pump felt hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed no activity related to the complaint. The battery compartment and cap were found to be intact with no physical damage or evidence of moisture damage. The pump powered on normally and was exercised for 24 hours with no overheating or alarms occurring. The pump¿s current draws were found to be within specifications. The pump cover was removed with no evidence of internal moisture was found. No damage found to the power circuit. The issue of the pump and battery overheating could not be duplicated during investigation. Unrelated to the complaint, evaluation revealed a dim display with discolored text. Also unrelated to the complaint, evaluation revealed the internal clock battery had failed.